Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was an air pocket toward the top of her reservoir. The customer was advised that this is not acceptable since the air bubble may affect the amount of insulin delivered. The customer was advised that she may receive assistance from the 24-hour product helpline. Troubleshooting did not occur as the customer was driving at the time of call. No products were returned or replaced.